Manufacturer narrative:
It was reported that the right filler caused blister on right hallux amputation area, caused trauma to amputation site the custom insole was returned for evaluation and the defect was confirmed. Item was determined the custom insole was mis assembled and does not match patient's foot. The root cause has been traced back manufacturing of the custom insole.

Event description:
It was reported that the right filler caused blister on right hallux amputation area, caused trauma to amputation site.